Event description:
A diabetes educator emailed adc to report that a customer's pxtra meter and test strips had been reading lower over a period of time and the customer's insulin levels were adjusted as a result. Although no specific readings were reported the diabetic educator stated the customer's hba1c results following the low readings were 13.9% whereas previously they were approximately 8%. In (B)(6) 2010 (specific date is not known) the customer was reportedly feeling "unwell" (no specific diabetes-related symptoms reported) and was admitted to children's hospital at (B)(6). The customer was diagnosed with hyperglycemia and diabetic ketoacidosis however, the specific treatment provided to the customer at the health care facility is unknown. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.